Event description:
It was reported that post implant procedure, during the next day check, it was noted that the right atrial (ra) lead exhibited high capture thresholds. It was then noted that the ra lead exhibited low sensing. A micro perforation was suspected. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unacceptable threshold, p-wave amp variation, and cardiac perforation. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of unacceptable threshold, p-wave amp variation, and perforation were not confirmed. Electrical testing was normal. All tip stiffness values tested were in specification. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.